Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of abdominal wall abscess and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced abdominal wall abscess. On (B)(6) 2012, the patient experienced peritonitis due to abdominal wall abscess. Treatment rendered was not reported. The patient was still hospitalized. It was not reported if the patient had recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the abdominal wall abscess. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j24049 and h11l14079 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4).this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.